Manufacturer narrative:
(B)(4) date sent 3/1/2024 d4 batch # unk b3: only event year known: 2024 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1.what steps were taken to open the anvil. 2. If the anvil could not be opened, how was the device removed. 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure unscrewing the anvil after the 4 turns, it was impossible to dissociate it, and it remained in the anastomosis. Increase in intervention time. Device replacement.